Event description:
An (B)(6) male with history of cad s/p CABG, ischemic cardiomyopathy ef 15-20 percent, chronic systolic heart failure, recurrent vt (ICD therapy), prior amiodarone therapy with intolerance, currently on dofetilide and mexiletine therapy, mild aortic stenosis/regurg, pvd (aaa and carotid stenosis, current tobacco use (chews) and polymyalgia rheumatica. He was seen today in ep clinic for evaluation of potential vt ablation but on interrogation of his device, found to have noise on the lead related to oversensing. His st. Jude riata lead is under advisory due to possible externalization. Given that he has required recent ICD therapy, he is admitted for further evaluation of his lead and likely lead revision.